Event description:
Upon receipt of the device, the user reported that five batteries failed the discharge test per manufacturing procedure. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.